Event description:
The baxter service technician reported an infusion pump with a failure code 715. This failure occurred during service. The facility's biomedical technician stated that they have no record of any pt incident involving the pump since the last baxter service event. Add'l contact info was requested but no add'l contact was identified.